Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of automated peritoneal dialysis therapy. During the troubleshooting, it was reported that one of the cassette lines disconnected from the supply bag that led to this alarm and caused a leak. The patient reported that the supply bag ¿just disconnected¿ and that they properly tightened the connection before therapy. Renal therapy services (rts) assisted the patient to cycle the power to clear the alarm and to use proper aseptic technique in disconnecting. The patient started over with new supplies. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.